Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) surgery for femoral trochanteric lateral fractures using the lcp-dhs system. A nail could not be used for the patient because they had been implanted at femoral distal end with a long stem. During the surgery, after the surgeon inserted the first guide wire, he used a triple reamer for blade, he felt that it was a bit hard to ream with an unusual noise. The surgeon confirmed under an image intensifier that the guide wire was broken and a metal piece was seen. The surgeon removed the metal piece and then removed the broken tip of guide wire. The procedure was successfully completed by using a triple reamer for lag screw. A surgical delay was reported as less-than-30-minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the received drill bit is shows that the one of three flutes is broken. The broken part was made available for investigation. Furthermore, the tip and the cutting edges are rounded and worn. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions at the broken section can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that the correct material (1.4112) was used and that the hardness was within the specification of 650-730 hv0.5. Summary: the complaint condition is confirmed based on the received pictures and the received complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. Due to the condition and the age of the device, we can only assume that this reusable instrument is worn from repeated use. By this occurrence, blunt drill bits require more mechanical power during the application which could lead to malfunction of the device. The various mechanical damages are clearly caused post manufacturing. Because of that we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: part: 03.224.003; lot: 8880917; manufacturing site: bettlach; release to warehouse date: 15. July 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition because, fm-3252031 were reworked of (B)(4) pieces, it was detected an bur in the canulated hole of the brill bit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.